Manufacturer narrative:
Continuation of d10: product ID ev240163 (B)(4).; product type: 0264-lead-hv; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant, undersensing was observed on the extravascular (ev) lead. The sensing vector was reprogrammed. It was further reported the patient received inappropriate therapy due to an episode of noise that was suspected to be electromagnetic interference. The patient reported they were engaged in strenuous activity and lifting a 90 pound gas can at the time of the episode. Both the extravascular implantable cardioverter defibrillator (ev-ICD) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that after a few weeks the patient received another shock for noise. Reprogramming back to r1-can was done along with other programming changes and the episodes of noise have been greatly reduced with no inappropriate shocks or therapy.